Manufacturer narrative:
A correlation between the device and the reported cerebral vascular accident could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 5 months. The event occurred at university (B)(6). It was reported that the pump would not be returned for evaluation. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient suffered an embolic cerebrovascular accident (cva) on (B)(6). The patient was discharged on (B)(6) 2016 as the patient had improved, although had not yet completely recovered neurologically. The patient¿s inr target range was increased. The patient showed unspecified signs of myocardial recovery and a pump explant was performed (B)(6) 2016. No further information was provided.